Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing. Functional testing was able to duplicate the reported problem. It was determined that the expulsor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The following issue was stated: 'tolerance exceeded', the volume deviation was detected during the annual maintenance and "stk". There was no patient involvement.